Manufacturer narrative:
Sample foam images from the customer site were reviewed where pre-analytical issues were observed: film/particles on the sample surface, large clots from the separation gel towards the sample surface, and fibrin clots and red blood cell strands in the serum layer. Based on these images, the investigation determined the event was due to pre-analytical sample handling issues.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 62.70 ng/l. The repeat result was 56.30 ng/l. Subsequent samples from the patient showed results of < 3 ng/l, therefore, the clinician questioned the results initially provided and requested repeat testing. The initial sample was repeated with a result of 15.60 ng/l.